Event description:
The MFR learned that the entire system was removed due to infection. The infection is being reported under an agreement that was communicated to FDA in 1997, in which all infections occurring within 30 days of implant shall be reported.